Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device was unable to detect an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The company has not received the device for evaluation and this complaint is still under investigation.